Event description:
Received information, the patient was experiencing pain at the ins pocket site for the last 3 weeks. She has been unable to recharge since the pain started. The ins was tilted in the pocket and a flip was confirmed by x-ray. Patient has a revision done on (B)(6) 2011. The ins was discharged at the time but not overdischarged and so the leads were tested separately and found to have normal impedances. Post operatively, the patient was told to charge the ins and a power on reset was showing on the patient recharger. Manufacturer's representative was still unable to communicate with the ins by using the physician programmer so the patient was sent home to recharge. Ins needed to reach a charge above 1/4% in order to clear the por. Once the ins was fully charged, the representative was able to reset the por with the patient over the phone. Patient did a reset using the patient programmer and this restored her stimulation and cleared the por. When the representative spoke to the patient on (B)(6) 2011, the patient was doing well.

Manufacturer narrative:
(B)(4).